Event description:
The customer reported that the cine images were not playing back properly. Also the system was loosing images. No immediate reports of pt injury were reported as result of lost images.

Manufacturer narrative:
A ge svc rep re-loaded the software to eliminate intermittent erratic operation of system.